Event description:
The event is reported as: customer alleges: the clip stuck to the forceps during surgery. No damage to the pt and no clip fell into the pt. Customer stated that the hemolok is a new product and they did not get it to work. No pt injury reported.

Manufacturer narrative:
No sample is available for the MFR to evaluate.